Event description:
The device was programmed around the out of range electrodes for now. No revision was scheduled.

Event description:
The impedance measurements with the left thoracic 0-3 were greater than 10,000 ohms with no stimulation when the lead was programmed and isolated. Impedance measurements were normal with the right thoracic 4-7 and in the epidurals leads. The patient was receiving stimulation with these leads. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead: model 3888-33, lot# v591423, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-33, lot# v591423, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v573631, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v573631, implanted: (B)(6) 2010, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).